Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor exhibited intermittent ventricular undersensing. The device recorded false pause episode. Loss of contact with the surrounding tissue was suspected as the cause. The patient was stable and would continue to be monitored.